Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported a charger failed error occurred at boot up. This error is likely to prevent the system from booting to a usable state. There is no report of injury or death associated with the event described in this complaint.